Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the tl60 device arrived sterile, in good visual condition and with a reload loaded on the device. The reload was returned fully loaded with staples. The device was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: hospital has been unable to confirm the lot or provide any further information about the patient. The following information was requested, but unavailable: on which firing did the event occur? Were there staples seen in the surgical field? Was the tissue excised?

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: on which firing did the event occur? Were there staples seen in the surgical field? Was the tissue excised? F/u response: inline as per report there were no staples in the cartridge.

Event description:
It was reported that during an unknown procedure, the device did not deploy staples. The staple cartridge was inspected and did not have any staples. It appeared to be an empty load. The device involved in this incident is not available for evaluation; however, the customer is returning two unused devices for evaluation. No further information is known at this time. There was no adverse consequence to the patient reported.